Event description:
Screw head sheared off when surgeon was inserting screw for mandible fracture. The screw remains implanted while the sheared head was recovered. There was a surgical delay of approximately 5 minutes.

Manufacturer narrative:
Investigation in progress but not yet complete.